Event description:
Per the clinic, the patient experienced lack of progress and no perceived benefit with device use. The device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. The device is currently unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Correction: the PMA number previously reported as 970051 was incorrect. The correct PMA number is 840024. This report is filed march 18, 2014.

Manufacturer narrative:
Correction: the correct explant date and reimplantation date is (B)(6) 2013; not (B)(6) 2013, as previously reported. This report is filed january 17, 2014.